Event description:
It was reported that patient¿s implantable neurostimulator never worked as well as the trial. The patient was having a lot of problems having to change pads about twice a day and she met with manufacturer representative who said it would level off. However patient stated it has actually gotten worse since that time which was maybe a month after implant. The patient stated she doesn¿t know what has gone wrong but she had to change pads about 5 times a day now and she did not have to do this before. The patient also reported she barely makes it to the bathroom and a lot of times she doesn¿t make it. The patient had already tried increasing stimulation to a point where she can feel it but it has not made a difference to therapeutic effect in april. It was noted that on (B)(6) 2015 after changing from program 3 to program 4 the patient reported she felt the stimulation sensation at the implantable neurostimulator (ins) site and when she increased to 0.3 " the patient really felt it there it was probably too much." The patient stated when she was on program 3 she felt stimulation sensation in her vagina/labia. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0pweh, implanted: (B)(6) 2015, product type lead. (B)(4).